Event description:
The customer reports a smoke and burning problem with the computer monitor that is connected to an architect analyzer. There was no report of injury or damage to the surrounding environment for this issue. Service replaced the line power cord and installed a monitor to resolve the issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer initially reported that there was smoke and burning of the monitor. However, clarification was later added stating that there was only the smell of smoke. The fsr found the monitor issue was caused by a malfunctioning power cord. The fsr replaced the faulty power cord, installed another monitor, and calibrated the monitor touchscreen to resolve the issue. The architect system operations manual was found to contain adequate information on potentially dangerous conditions on the architect systems, and on electrical hazards. The manual notes the architect system does not pose uncommon electrical hazards to operators, electrical cabling should be inspected for signs of wear and damage, liquids should be kept away from all connectors of electrical or communication components, and spilled fluids should be cleaned immediately. The safety hazards memo was found to contain information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Complaint review and service history review found no additional customer complaints of this nature for architect i2000 (B)(4). No adverse trends were identified for the architect i2000 analyzer due to this issue. Based on the available information and this evaluation, no deficiency was identified for the architect i2000 processing module list number 08c89-01 for the issue under evaluation. This is the final report.